Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the 1st to 5th proximal stent strut rows lifted and pulled in a proximal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. This type of damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17jul2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 80% stenosed, 20 mm x 3.00 mm, concentric, de novo target lesion with a bend of <=45 degrees was located in the severely tortuous and moderately calcified proximal left circumflex artery. After non-bsc guide catheter and non-bsc guide wire crossed the lesion and pre-dilated with 2.0 x 12 maverick balloon catheter, the 2.50 x 24 mm promus element plus and 3.00 x 20 mm promus element plus drug-eluting stents were advanced but failed to cross the lesion. The procedure was completed with a non-bsc stents. No patient serious injury or adverse event were reported and the patient's status was stable. However, device analysis revealed stent damaged.